Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for "left inguinal exploration with removal of scar tissue and residual mesh as well as a modified cooper¿s ligament repair of the left inguinal hernia "it was noted during the surgery the patient had adhesions and the device was removed.. Adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. To specification. No medical record have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004:the patient underwent left inguinal herniorrhaphy with mesh/plug technique. A bard/davol large perfix plug, was implanted in patient during this repair. On (B)(6) 2010:the patient underwent left inguinal exploration with removal of scar tissue and residual mesh as well as a modified cooper¿s ligament repair of the left inguinal hernia. The doctor found scar tissue and mesh extending from the pubic tubercle up to the internal ring. The doctor also noted that the mesh had to be removed in two (2) separate portions because of the significant adhesions. The doctor ultimately removed the perfix plug from patient's body. The patient continues to experience complications related to the perfix plug. He will likely require additional surgeries to repair the damage from the product. The perfix plug implanted in patient failed to reasonably perform as intended. The perfix plug caused serious injury and had to be surgically removed via invasive surgery. S alleged, the patient was caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective perfix plug.